Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to sense and exhibited high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were for failure to sense and high pacing impedance. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination, electrical test and impedance test were normal with no anomalies noted.